Manufacturer narrative:
(B)(4).

Event description:
A consumer reported there ¿there was not enough energy to process.¿ the patient¿s health care provider (hcp) advised the patient that the implantable neurostimulator (ins) should be replaced. Additional information received from a manufacturing representative reported there were two errors. A power on reset (por) was displayed and the ins had turned off when going through an airport security check. When the patient¿s hcp was reprogramming the patient, the hcp noticed the ins was off a lot of the time. The patient had first started experiencing issues with the device more than three months ago. The por was able to be cleared with the clinician programmer by the hcp. The hcp thought the system was unstable and as a result suggested the ins be replaced. The consumer wanted to know which ins should be implanted. At the time of this report, the ins was at 2.6v and the battery range was still within the range for normal use so the patient was going to monitor the ins battery. The issue was resolved at the time of this report. The patient¿s indication for use is parkinson¿s disease.